Event description:
It was reported that the patient presented to the hospital for a routine follow-up, a lead impedance out of range was observed. It was also reported that lead noise was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.